Event description:
The customer obtained a lower than expected vitros tsh result on a single patient sample tested on a vitros 5600 analyzer, compared to a tsh result obtained from an alternate sample collected from the same patient tested on a non-vitros roche system. Patient: 0.23 miu/l vs. An expected result of 1.33 miu/l biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected patient sample result was reported outside of the laboratory, however; the physician questioned the result. No treatment was given, changed, or withheld based on the reported tropi es result. A corrected report was issued and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers 1601898/qerts reference ID 324425

Manufacturer narrative:
The investigation determined that a lower than expected vitros tsh result was obtained from a single patient sample processed on a vitros 5600 integrated system when compared to the tsh result obtained from a non-vitros roche system. A definitive cause could not be identified, however, the possibility that unexpected analyzer or reagent issues, or an unknown sample interferent had contributed to the unexpected result cannot be ruled out as contributing to the event. The definitive assignable cause is unknown.

Manufacturer narrative:
No treatment was given, changed, or withheld based on the reported tropi es result. The correct sentence should read: no treatment was given, changed, or withheld based on the reported tsh result.